Event description:
It was reported through a telephone call from a pt that would not be identified, that allegedly required a revision of the scorpio tibial insert of their left knee due to "its breakdown."